Manufacturer narrative:
The product has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae), and the initial failure analysis was partially confirmed. The monopolar curved scissors instrument exhibits a broken roll gear, specifically a roll idler gear which transfers the rotation of the input disk subassembly to the roll output which is connected to the instrument's main tube. The roll idler no longer transfers the rotation between the two components, and manually articulating the main tube did not result in the expected rotation of the input disk. When placed on the in-house system with an in-house tip accessory, it was observed that the main tube did not rotate when commanded with the master tool manipulator (mtm) on the surgeon side console (ssc). With the instrument's wrist and joggle joint bent and commanding the instrument to roll, the instrument's distal end would move in a circle, which appeared to be unintuitive motion as the circular motion was unexpected as the expected motion was for the distal end of the instrument to stay in a consistent location and only spin/roll. Additionally, in certain orientations over the range of the roll direction, the instrument's distal tip moved opposite as commanded by the mtm. For example, in these orientations the distal tip of the instrument would move upwards when commanded downwards with the mtm. The instrument's broken roll gear can be caused by improper reprocessing techniques as improper reprocessing techniques can lead to the embrittlement of plastic components, such as the roll idler gear.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis team corrected initial findings. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measured approximately 1.74 mm x 2.50 mm in size. Due to the damage, the user tip accessory is impossible to install. The instrument was found to have a detached fragment. The detached fragment was from the broken instrument tube adapter but not returned. The probable root cause of the damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken idler roll gear. The instrument housing was removed and found several pieces of broken roll gear inside. During the manual articulation of the inputs, the instrument failed to rotate the main tube. It was noted that the broken gear prevented the main tube from articulating. The instrument failed imprecise motion during functional testing on the in-house system due to the broken roll gear. The instrument was installed on an in-house system and driven and exhibited imprecise motion when the master tool manipulator (mtm) was twisted in the roll direction, likely due to the broken idler roll gear. The grip tips moved in the direction commanded and opened and closed properly without any issues. The instrument passed energy delivery. The instrument was found to have scratched tube adapter. The over molded tube adapter was visually inspected and found to have scratch marks/abrasions. The in-house mcs tip accessory was successfully installed despite the damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that the single port monopolar curved scissors (mcs) instrument was not responding to the commands. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the last surgical procedure on (B)(6) 2025. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The movements of the surgeon scaled appropriately to the mcs. The timing of the mcs was appropriate. There was no shakiness or friction observed. The mcs did not move in the intended direction since surgeon indicated left, and it moved down. The issue was persistent. The procedure was completed with no patient injury and no delays.